Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance allegation. A new lead was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information has been requested from the field. If additional information is received, this report will be updated.